Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided.

Event description:
The customer reported to olympus, the camera head displayed an error 226 - clean electrical connections. Video signal disappears if head is moved. The issue was found during preparation for use. The procedure was unknown and there were no reports of patient harm.